Manufacturer narrative:
H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-00916. The reported event was unable to be confirmed due to limited information received from the customer. A definitive root cause was unable to be determined; however, may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of users and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty on the right side. As a result, approximately two years and five months post-surgery, the patient underwent a partial right knee revision surgery to replace the polyethylene tibial insert. Subsequently, the patient experienced pain, polyethylene wear, bone loss, osteolysis, instability and aseptic component loosening. As a result, approximately three years and five months post-revision, the patient underwent a second revision surgery. It was noted that the patella was intact with mild wear, the femoral component was debonded and the tibial component was intact. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available. This is report 2 of 3 for this event/patient.